Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported their weight. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-03-31. The patient reported that they met with a manufacturer¿s representative (rep) at a hospital. The patient reported that she noticed a sudden increase in intensity feeling like increased wattage and lower pulse rate resulting in ¿thumping¿ feeling beginning in (B)(6) 2016, when walking to a certain area of the building. The patient reported that most of the time it would suddenly shift back to normal setting. The patient reported that on (B)(6) 2017 she was working in a lab area with dense emi when she realized the stimulation had turned off. The patient reported that she left the area and retrieved her controller where she confirmed it was indeed off and had to turn it back on. The patient reported that the rep ran a diagnostic test and confirmed that all programs were operating properly within range. The patient reported that she has avoided the areas where she encountered the problems in the building where she worked. The patient reported that she was retiring in 5 weeks, so she wouldn't have to be expose to the very dense emi environment, including an aircraft radar. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient works on military installation and military grade high frequency devices. This morning stimulation was turned off and when it was turned back on stimulation intensity was too high so it was decreased and switched to a different program. The patient said this is the first time stimulation has been turned off and previously has experienced changes to stimulation intensity when in the building or in different sections of the building. The patient was to follow-up with their healthcare provider (hcp). It was suggested that the patient investigate what they notice when in different parts of the building. If the patient is able to turn stimulation off for a period of time then they could check to see if the setting are affected while the device is off.